Event description:
It was reported by the customer that the device's on button was pushed in and the unit would intermittently not power on when the button was pressed. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement keypad assembly. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.